Manufacturer narrative:
H10 -list of all serial numbers of the devices and quantity. (B)(6). Two (2) investigations were completed during the period. A review of the records related to the device that included labeling, manuals, trending, risk documentation and device history record (DHR) showed that the system and its components met all specifications prior to being released. No product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes 4 malfunction events. The events were related to suction loss during laser fire. There were no patient injuries reported associated to the events.

Manufacturer narrative:
Corrected data: in the initial summary report the word "vmsr" was not included in the exemption/variance number field. Manufacturer narrative - device evaluation: two (2) investigations were completed during the reporting period. The devices were not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of records including device history and complaint trending was performed. Records showed devices met specifications prior to being released. No product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.